Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient stated that 0-7 lead has not been working for a number of years and their md is aware. The cause of the patient's intermittent therapy was not determined. No further steps were taken other than the review of the dialogistic report with technical services. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing intermittent therapy. The patient's 0-7 lead was not functioning and the 8-15 lead had normal impedance values. The rep tested both programs and the patient was able to feel stimulation turn on on/off as the rep turned each program on/off individually or at the same time. The patient was not having any charging issues but did note that the charging interval has changed since implant 7 years prior, and it was reviewed that the charging interval is expected to change as the battery ages. It was reviewed that the patient only run 1 program at a time so that they could pin point which program was showing the intermittency. No further complications were reported.